Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to keypad traces. No button error alarms noted during testing. The device had broken battery tube threads, broken battery cap, minor scratches to lcd window, cracked case near lcd window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, broken belt clip slot, stained address and or serial number label, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. No further information provided.